Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead system was seen in the emergency room for palpitations, and was then admitted due to atrial fibrillation with rapid ventricular response. A device evaluation was performed and it was noted in the daily measurements there was a low, out-of-range (oor), shock lead impedance measurement of zero noted. This was a single occurrence and other measurements were in range. The field representative did commanded shock lead impedance measurements in all configurations and they were normal. No adverse patient effects were reported. The system remains in service and the plan was to routinely monitor.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The field observation was unable to be confirmed through analysis.

Event description:
This device was returned to boston scientific with no further observations or allegations reported. Information was received that this device was electively replaced with a competitor's generator that appears to be a cardiac resynchronization therapy defibrillator (crt-d). No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.